Manufacturer narrative:
H10: the customer replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint by the customer on the v60, indicating that blower speed was not decreasing when the unit was in standby mode. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the blower speed was not decreasing when the unit was in standby mode. The customer and rse performed a troubleshoot together and the customer stated that the average air was reading -.09 standard liters per minute (slpm). The rse then advised the customer to replace the flow sensor assembly. The rse provided the customer the part number of the flow sensor assembly.